Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The customer initially reported that the mirror fell out into pt's mouth. No pt injury. On (B)(6) 2011, customer confirms no pt injury, but is concerned about the potential for a pt to swallow the mirror and be harmed.